Event description:
It was reported that the pump indicated a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. There was no external damage observed. There was a primary audible alarm background (bgnd) test error in the event history log (ehl). The reported problem could not be verified after flow and occlusion tests; therefore, root cause could not be determined. The speaker was replaced as a preventative measure and the device passed functional tests. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.